Manufacturer narrative:
Evaluation summary: during product evaluation the air-in-line printed circuit board was confirmed to be out of specification. During inspection of the device failure code 810:11 was found in the pump's event history. This failure code was caused by the air-in -line printed circuit board being out of specification. The air-in-line printed circuit board could not be recalibrated therefore the air-in-line printed circuit board was replaced. The pump was returned to the customer fully operational.

Event description:
During product evaluation the air-in-line printed circuit board was found to be out of calibration. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.